Event description:
A customer reported receiving erratic readings on their adc blood glucose monitor. The customer reported receiving readings of 1.1 mmol/l and 13.4 mmo/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. If the customer's product is returned, an investigation will be performed. A follow-up report will be submitted once the investigation results are available.